Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery jumped from 100% to 5% then back to 30%. In addition, a malfunction alarm occurred and the pump shut off unexpectedly. The customer's blood glucose was 450 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.